Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the circumflex (cx) and left main coronary artery (lm). The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while the ivus catheter was being advanced into the cx through the lm stent with the imaging still attached, an unusual high-pitched sound was heard, and the image was completely lost. Upon attempting to pull back for confirmation, it was found that separation had occurred. The physician was able to remove the fragment using a wedge method along with the guiding catheter. The procedure was completed with another of the same device. There were no reported patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the maging window was observed detached near the lap joint section.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the circumflex (cx) and left main coronary artery (lm). The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while the ivus catheter was being advanced into the cx through the lm stent with the imaging still attached, an unusual high-pitched sound was heard, and the image was completely lost. Upon attempting to pull back for confirmation, it was found that separation had occurred. The physician was able to remove the fragment using a wedge method along with the guiding catheter. The procedure was completed with another of the same device. There were no reported patient complications.

Manufacturer narrative:
Further device analysis. Impedance test shows an electrical open distal end of the catheter, between 0-10 cm from the distal housing. The transducer level impedance test with the microprobe could not be performed due to the condition of the transducer distal housing. The device was returned for analysis. Visual and microscope inspections revealed the imaging window was observed detached near the lap joint section.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the circumflex (cx) and left main coronary artery (lm). The opticross 18 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while the ivus catheter was being advanced into the cx through the lm stent with the imaging still attached, an unusual high-pitched sound was heard, and the image was completely lost. Upon attempting to pull back for confirmation, it was found that separation had occurred. The physician was able to remove the fragment using a wedge method along with the guiding catheter. The procedure was completed with another of the same device. There were no reported patient complications.